Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and seizure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and skin infection ("rashes or skin conditions type: multi12le skin infections"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), headache ("headaches"), dysgeusia ("metallic taste in mouth"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, skin infection, fatigue, alopecia and weight increased was resolving and the genital haemorrhage, abdominal pain lower, headache, dysgeusia, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, tooth disorder, dysmenorrhoea, vaginal discharge, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, pelvic pain, skin infection, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: successful occlusion of bilateral fallopian tubes ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received . Reporter and patient demographics were added. Concomitant disease were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, allergic or hypersensitivity reaction, apareunia, dental problems, rashes or skin conditions type: multi12le skin infections, dysmenorrhea, fatigue, hair loss, vaginal discharge and weight gain, abdomen pain, back pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 713457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation, genital herpes, neck pain, loop electrosurgical excision procedure, menstruation abnormal and skin infection nos. Previously administered products included for an unreported indication: claritin, topamax and prenatal vitamins. Concurrent conditions included obesity, seizure, dizziness, nausea, abdominal cramps, convulsions, vulval candida, asthma, gastroesophageal reflux disease, seizure, pap smear abnormal, nipple pain, constipation, seasonal allergy, polycystic ovarian syndrome, perineal pain, hidradenitis suppurativa, parakeratosis, cervicitis, adenomyosis and gerd. Concomitant products included carisoprodol (soma) and oxycodone hydrochloride;paracetamol (percocet). In 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), urticaria ("allergia or hypersensitivity reaction - type: hives"), pruritus ("allergia or hypersensitivity reaction - type: itching") and rash ("allergia or hypersensitivity reaction - type: rashes"), underwent tooth extraction ("dental problems extractions") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and staphylococcal skin infection ("rashes or skin conditions type: multiple skin infections / skin infections chronic staph infection"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), headache ("headaches"), dysgeusia ("metallic taste in mouth"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy-full, salpingectomy (bilateral), oophorectomy (left side)) and extractions. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, staphylococcal skin infection, fatigue, alopecia and weight increased was resolving and the genital haemorrhage, abdominal pain lower, headache, dysgeusia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth extraction, dysmenorrhoea, vaginal discharge, abdominal pain, back pain, urticaria, pruritus and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, pelvic pain, pruritus, rash, staphylococcal skin infection, tooth extraction, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: successful occlusion of bilateral fallopian tubes. Ultrasound scan vagina - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low back pain, menorrhagia, dysmenorrhea, dyspareunia, pelvic pain and abdominal pain. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs was received: lot number was added. Event skin disorder updated as chronic staph infection, dental problem updated as tooth extraction. Medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 713457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation, genital herpes, neck pain, loop electrosurgical excision procedure, menstruation abnormal and skin infection nos. Previously administered products included for an unreported indication: claritin, topamax and prenatal vitamins. Concurrent conditions included obesity, seizure, dizziness, nausea, abdominal cramps, convulsions, vulval candida, asthma, gastroesophageal reflux disease, seizure, pap smear abnormal, nipple pain, constipation, seasonal allergy, polycystic ovarian syndrome, perineal pain, hidradenitis suppurativa, parakeratosis, cervicitis, adenomyosis and gerd. Concomitant products included carisoprodol (soma) and oxycodone hydrochloride;paracetamol (percocet). In 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), urticaria ("allergia or hypersensitivity reaction - type: hives"), pruritus allergic ("allergia or hypersensitivity reaction - type: itching") and dermatitis allergic ("allergia or hypersensitivity reaction - type: rashes"), underwent tooth extraction ("dental problems extractions") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and staphylococcal skin infection ("rashes or skin conditions type: multiple skin infections / skin infections chronic staph infection"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), headache ("headaches"), dysgeusia ("metallic taste in mouth"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy-full, salpingectomy (bilateral), oophorectomy (left side)) and extractions. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, staphylococcal skin infection, fatigue, alopecia and weight increased was resolving and the genital haemorrhage, abdominal pain lower, headache, dysgeusia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth extraction, dysmenorrhoea, vaginal discharge, abdominal pain, back pain, urticaria, pruritus allergic and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dermatitis allergic, dysgeusia, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, pelvic pain, pruritus allergic, staphylococcal skin infection, tooth extraction, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff answered "yes" for following question: "if you had your essure removed, did you retain the essure device or any portion of it?". However detailed explanation not provided, if she has any retained part of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: successful occlusion of bilateral fallopian tubes. Ultrasound scan vagina - on (B)(6) 2010: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low back pain, menorrhagia, dysmenorrhea, dyspareunia, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included soma. The patient's medical history included gallbladder operation and genital herpes. Previously administered products included for an unreported indication: prenatal vitamins and claritin. Concurrent conditions included obesity and seizure. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On an unknown date, the patient started soma at an unspecified dose and frequency. In 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), urticaria ("hives"), pruritus ("itching") and rash ("rashes") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and skin infection ("rashes or skin conditions type: multiple skin infections / skin infections"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), headache ("headaches"), dysgeusia ("metallic taste in mouth"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2017) and extractions. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, skin infection, fatigue, alopecia and weight increased was resolving and the genital haemorrhage, abdominal pain lower, headache, dysgeusia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, vaginal discharge, abdominal pain, back pain, urticaria, pruritus and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, pelvic pain, pruritus, rash, skin infection, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: successful occlusion of bilateral fallopian tubes. Ultrasound scan vagina - on (B)(6) 2010: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event allergic or hypersensitivity reaction replaced with hives, itching, rashes. Historical drugs, historical conditions were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), headache ("headaches") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, headache and dysgeusia outcome was unknown. The reporter considered abdominal pain lower, dysgeusia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.